Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2015-46070.

Event description:
Customer reported via phone call that the transmitted was not communicating with the insulin pump. Customer received multiple sensor error and calibration error alerts since (B)(6) 2015. The customer reported that since the sensor was not working properly, she experienced very low blood glucose on (B)(6) 2015 and the paramedics were called to rescue her. Blood glucose value is unknown. Customer declined troubleshooting.